Event description:
It was reported that a caregiver contacted support regarding elevated blood glucose readings on an ilet system, with a postprandial value around 232 mg/dl and a prior value around 214 mg/dl, and sought guidance on whether the pump would administer corrective insulin; the pump¿s automated correction dosing was confirmed, the infusion set in use was contact detach, and educational troubleshooting was completed. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and no device alarms. Investigation included guided troubleshooting and user education, including instruction to monitor trends and consider a supply change if glucose continued to rise. Investigation of this case revealed no device malfunction and suggested that delayed postprandial glucose reduction could explain the elevated readings. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.